Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. The lens was torn on insertion into the patient's right eye. The incision was not enlarged to remove the lens. The lens was replaced with another staar lens and one suture was used to close the wound. There was no patient injury. Cause of lens tear is unknown.

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4) - no code available, incision sutured; break, iol. Evaluation method: lens work order search. Results: visual inspection of the returned product found the lens in two pieces. The optic is torn. More than half of one plate haptic and a piece of the optic is torn off and missing. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found. A claim search by cartridge lot number was performed and 3 similar complaints were found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, cartridge lot number search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - lens tears can occur at any stage from manufacture to surgical manipulation. (B)(4).